Event description:
Customer called to report having inaccurate blood glucose (bg) readings with pdm. She believed the readings were over 100 mg/dl. Greater than what her actual bg was. She ended up in the hospital for treatment. The customer had used test strips from different vials and still gave inaccurate readings. She compared her bg reading with the hospital bg (no comparison details were provided in regards to timing, calibration of sample application technique). The comparison was greater than 100 mg/dl apart. No further details are available.

Manufacturer narrative:
The product was not returned for eval. The pt confirmed the bg readings with another device before taking any action, per user instructions. Unable to confirm any product malfunction. No test strips were identified by the customer, therefore, no comparative testing can be performed on the user's strips. No conclusion can be reached at this time.